Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on 08/04/2016. Visual inspection of the returned platform was performed and battery clip was noted to be missing. The autopulse is a reusable device and was manufactured on 01/16/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. This damage is unrelated to the reported complaint. A review of the archive was performed and based on the information reviewed, multiple (ua)user advisory 2 - compression tracking error and ua 17 - max motor on time exceeded were noted. Functional testing was performed and device failed the testing with ua 17. In summary the customer's reported complaint was confirmed. The device stopped compressions due to multiple ua 2 and ua 17. A drive train motor brake gap inspection was performed and it was confirmed to be out of specification. The load cell characterization test confirmed load cell module 1 to be defective. Thus root cause for reported complaint is related to defective drive train motor and defective load cell module 1. It should be noted that autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury. Additionally, the survival rates in cardiac arrest patient with asystole are extremely low.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a user advisory 17 (max motor on time exceeded during active operation) error message. The emergency crew arrived to find the patient awake. However, within a few minutes, the patient required resuscitation, suffering from ventricular fibrillation resulting in a cardiac arrest. The ems crew started manual CPR and continued for 25 minutes, at which time the crew decided to start the use of the autopulse. The patient was placed on the autopulse and compressions began. At an unspecified time autopulse stopped compressions, no error message displayed at this time. The autopulse was restarted and performed another 30 compressions, then stopped again (mode set as 30:2). After a third attempt the autopulse displayed user advisory 17. The patient's treatment with the autopulse was aborted and the crew reverted to manual CPR. Prior to transporting the patient to the hospital a heart rhythm check was done which indicated the patient was asystole.